Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tissue pad fell off from the blade. The surgeon retrieved the pad and changed to another device to complete the or. No pt consequence.